Manufacturer narrative:
The current instructions for use contains the following: "precautions - a tooth that has been previously traumatized or significantly restored may be aggravated. In rare instances, the useful life of the tooth may be reduced, the tooth may require additional dental treatment such as endodontic and/or additional restorative work, and/or the tooth may be lost.". The potential root cause of this event is unknown, however; the treating doctor shared that the aligner contributed to the worsening condition of tooth ll6, wich ultimately required the extraction. Align's clinical review of available shows treatment plan, ll6 was scheduled for minor rotational movements of less than 3 degrees and inclinations of approximately 7.7 degrees during aligner therapy. Clinical records and intraoral findings indicated significant occlusal wear on ll6, which is a strong clinical sign of parafunctional habits such as bruxism. Bruxism is known to generate excessive occlusal forces that can lead to progressive microcracks and structural fatigue in teeth over time. In this particular case, ll6 was the only fully erupted molar in quadrant 3, resulting in a disproportionate concentration of occlusal forces on this tooth during both normal function and parafunctional activity. No conclusive evidence has been provided that supports or opposes whether the invisalign system aligners caused or contributed to the tooth loss (permanent damage) and the invisalign system aligners were being used. Therefore, an MDR is being filed in the united states per 21 cfr 803. There is no conclusive evidence to confirm the date of the required tooth extraction, and the date (b3) is based on the timelines reported to align and compared to patient information.

Event description:
The treating doctor reported that the patient had symptoms of tooth fracture on the lower left first molar (ll6) and required extraction. It did not require any additional medical intervention or medication to alleviate the reported symptoms. The patient is still using the product.